Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2024. Prior to sensor insertion the area was prepped with skin prep wipes. On (B)(6) 2024, the patient developed a "serious allergic reaction" to the g6 overlay patch adhesive that consisted of "red, whelps, itching, eyes and nose itching, and sore throat." The reaction spread ¿forming a larger ring extending around¿ the patch perimeter. The reaction was treated with over the counter allergy medication (benadryl unspecified route and dosage) and cortisone cream. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration). H6 health effect - clinical code - e0747 sore throat.